Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-16969. Related manufacturer reference number 1627487-2021-16970. It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedance on both the supra-orbital and occipital leads. Surgical intervention was undertaken on (B)(6) 2021 wherein both leads were repositioned, but this did resolve the impedance issue on the occipital lead. A second surgical intervention was undertaken on (B)(6) 2021 wherein the occipital lead was explanted and replaced. Effective therapy was restored post operatively. It's unknown which leads were liable, and all leads are being reported.